Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet and self-administered approximately (B)(4) units of humalog by injection outside the pump, after which they were advised to disconnect and pause the pump for two hours, verify blood glucose with a fingerstick, change all pump supplies before resuming therapy, and avoid entering meal announcements without eating. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included the need for troubleshooting and user education with temporary interruption of pump therapy. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user technique issues related to external insulin dosing without pausing the pump and potential infusion set or supply-related contributors to high glucose. It was concluded that the event was consistent with hyperglycemia with contributing factors related to use and supply change, and the device function was not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.